Event description:
Event description cpi received information that this implantable cardioverter defibrillator (ICD) exhibited a fault code message at the initial interrogation prior to implant. The ICD was not used.